Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking or jolting sensation in their low back and right leg. There was no known accident or incident related to this complaint. The pt was at home. Additional info has been requested.